Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while cutting the pulmonary artery in a robotic assisted lobectomy, the device fired twice before the incident without issue. For the third reload, it was bale to fire completely and then was not able to retract the knife blade. Then the staple reload became disconnected from the adapter on its own. The nurse staff said they did not attempt to unload the staple reload but the reload just came off. The staple reload was stuck in the patient and the surgeon had to convert to open to cut out the staple reload. It leads to tissue loss and extended incision more than 1 inch that takes more than 30 minutes of surgical time.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The electrically erasable programmable read-only memory (eeprom) was up loaded and indicated 13 autoclave cycles for the adapter. Visual and functional evaluation of the adapter noted that the lock out slider block was damaged, and the non-welded tip housing was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage observed can be performed by firing/clamping a single use loading unit (sulu) when it is not fully loaded into the adapter. The design of the device ultra system is such that a failsafe for retraction of the firing rod has been included into several areas of the system. The system will retract the firing rod upon actuating the silver retract/open button once. If a reload is not properly loaded onto the adapter, the firing rod cannot properly engage with the lock of the reload. The device will retract regardless and the firing rod as a result can disengage from the lock of the reload. The root cause of the damaged lockout slider block can be attributed to user misload. The most likely root cause of the reload knife blade not being able to retract and reload disconnecting from the adapter can also be attributed to user misload. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The electrically erasable programmable read-only memory (eeprom) was uploaded and indicated 13 autoclave cycles for the adapter. A pmv representative single use loading unit (sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.